Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was not deployed well. The device was removed, and another device of the same type was used. There was no reported patient injury. The user was experienced in training with the mynx. The device was stored and prepped according to the IFU. The device storage temperature did not exceed 25 °c. The device will be returned for evaluation.